Event description:
Manufacturer ref.#: 206789.

Manufacturer narrative:
Our fse could not retrieve any information from the customer and no service was performed/asked by customer. Due to lack of information, the root cause of the reported event could not been found. H3 other text : 4114.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator was not pulling enough air. There was no patient involvement. Manufacturing ref. #: (B)(4).